Manufacturer narrative:
Additional information was received that the patient was not getting the same relief after some lead migration. The patient underwent a revision procedure. No device malfunction was suspected, malfunction was not assumed. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing increased pain and poor pain control due to lead migration. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing increased pain and poor pain control due to lead migration. The patient will undergo a lead revision procedure.